Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the left ventricular assist system (lvas). The pump was returned assembled with the driveline (dl) cut 1 inch past the end of the bend relief with an additional 4 inch segment. The distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft, outflow graft bend relief were not returned and the outflow elbow was returned attached to the pump's outlet port. Examination of the pump blood-contacting surfaces found a tissue-like thrombus on the rotor body. The texture and color of the deposition were altered due to fixative. The examination also found a small, tissue-like deposition in the outlet stator. The deposition was loosely seated between the outlet bearing and each of the stator blades and did not show lamination or denaturing, indicating that the deposition did not form in the outlet stator. The observed thrombus could have contributed to the reported increase in power consumption and increased lactate dehydrogenase (ldh). The origins of the depositions could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 10 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with any lvad on (B)(6) 2014. The patient was readmitted on (B)(6) 2017 with transient elevate pump power readings. The patient's ldh was 3200 u/l. The patient was treated with bivalirudin and cangrelor infusions. The ldh continued to climb to almost 4000 u/l, and the patient was experiencing heart failure symptoms and elevated liver enzymes. A device exchange took place on (B)(6) 2017. No additional information was provided.